Event description:
It was reported that when the ventilator was getting set-up, they found no air flow and the turbine was not operating with an audible alarm. The ventilator was not on a pt when the reported problem occurred.

Manufacturer narrative:
Na